Event description:
Customer reported a button error on the insulin pump. She stated that she had gone swimming, removed the reservoir and left the tubing connected under the bathing suit. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with a cracked display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.